Event description:
The hospital reported an over delivery of pressure in the patient circuit during a case. There was no patient injury.

Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).